Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient stated "had an episode of atrial fibrillation (af) now I have to take a blood thinner for just this one episode. I would think that since I have this state of the art pacemaker, it would control the a-fib."  The patient was referred to the healthcare professional/facility. The crt-d remains in use.  No further patient complications have been reported as a result of this event.